Event description:
I had breast augmentation in (B)(6) 2005, the implants were mentor smooth round spectrum saline - ref 350-1470, lot 5568694, sn (B)(4); ref 350-1470, lot 5558788, sn (B)(4). Within the first 3 mo, I developed eye bags and dark circles under my eyes; 3 yrs after implantation, I was diagnosed as hypothyroid (I take levothyroxine - 100mg daily). Since implantation, my health has slowly deteriorated. The last 2 yrs, I have been in and out of the hosp and major infections of the urinary tract, kidney problems, and uterine fibroid / hemorrhaging cyst. My symptoms include: tightly numb while blue white / blue fingers and toes, constant utis, e coli, klebsiella, pneumonia, enterobacteriaceae, strep b, severe brain fog, hypothyroidism, severe debilitating fatigue, painful joints - specifically hips, back, and shoulders, pinched nerves, neck to shoulders, referred to a physical therapist (B)(6) 2019, swollen lymph nodes in the neck and groin, severe constipation. Prescribed linzess; heart palpitations, referred to a cardiologist (B)(6) 2019, dry skin, chronic dry eye, dry mouth, hair loss, severe night sweats, confusion, itchy scalp, chicken skin on the back on my arms, mood swings, gas / stomach bloating, swelling of the face, hands, feet, dizziness, blacking out if I stand up too fast, my eyes look glassy, red / yellow food allergies 2019 - corn, rice, beef, gluten, berries, nuts, (I never had food allergies before). As (B)(6) 2019, my primary pcp has referred me to an auto immune specialist - colorized e coli, allergy specialist, and plastic surgeon to hopefully remove the mentor implants. FDA safety report ID# (B)(4).